Manufacturer narrative:
(B)(4).

Event description:
Follow up information received from the patient reported they were unsure what led up to the simulation too strong issue. They stated that they just had the implant surgery of the implantable neurostimulator (ins) and was programmed right afterwards. Several days later (noted as 1-2 days after implant) they decided to turn on the device. The patient noted they were not confident on using the device. They thought they just turned it on but something was wrong and stated that their left leg "shot straight out" and hyperextended. The patient panicked and could not get the device turned off. After 20 minutes, they called 911 as they were afraid that "my knee or leg was going to snap". They finally got the manufacturer's representative on the phone and were talked through getting the device turned off. They sent the paramedics home as a result. The patient stated that they thought it was their fault as they just were not well educated on the use of the device. It was noted that the patient thought they might get an MRI of the knee because it has been over a month and it was still painful. Additional information received on (B)(4) 2016 reported that the patient had knee issues as a result of the stimulation issue. They confirmed that they had turned on the stimulation at a high amplitude which resulted in the high stimulation and hyperextending their knee. It was noted that the patient was not able to turn the stimulation off because they were not holding the programmer over the ins. The patient stated that they had pre-existing knee issues and prior procedures but following the stimulation issue, the knee issues returned. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
The consumer and a manufacturer representative reported that the patient's stimulation was too strong and wouldn't turn off. The patient thought it was going to break their leg. The cause of the event was unknown. The patient was walked through turning the stimulation off and the issue resolved. The patient had not been seen by a manufacturer representative at the time of the report. The patient was indicated for non-malignant pain. No causes, interventions, or outcome were reported with this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.